Event description:
Customer reported device has visible charring and produced sparks when plugged in. There was no injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. The 7000-ps is the connex spot monitor 35 watt power supply hillrom requested for the faulty device to be returned for investigation into the root cause of the reported malfunction however, the device has not been received back from the customer. Although there was no serious injury as a result of this event, if the reported malfunction of sparking and charring of the power supply were to recur, it could result in a serious injury or death, therefore, hillrom is reporting this malfunction.